Manufacturer narrative:
Examination was not possible, as the product was not returned. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective actions is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
It was discovered that the patient suffered a fractured femoral bone, unknown if it was before the surgery or during the surgery.